Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis, on unknown date with blood glucose level more than 600 mg/dl at the time of incident. Customer reports they did not feel okay to troubleshooting. Customer stated that the insulin pump did not working properly. The device will not be returned for analysis.